Event description:
It was reported, as the doctor disconnected the catheter and pump, he noticed a tear in the catheter right at the 40 degree connector. The catheter was repaired and a sutureless connector was added; part of the original catheter was left in. The pt was not experiencing any issues. It was also noted that there was black sediment on the explanted pump connector.

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be submitted when device analysis is complete.